Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device received with missing serial number label, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose level. The customer blood glucose level was 46 mg/dl at the time of incident and other blood glucose value of customer was 242 mg/dl. The customer was treated with food. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. Customer reported that the retainer ring was popped off. The customer stated that the reservoir did lock into place. Customer stated the insulin pump had cosmetic damage. The insulin pump will be returned for analysis.